Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient called for assistance in determining their MRI eligibility and in activating their MRI mode. Patient services guided the patient in connecting to their settings and when they connected, they said "I don't put it up very high because this thing doesn't work on me," and they didn't want to "crank it up too high" and 'drain the battery'. Patient services asked the patient "the therapy is helping you?" And the patient replied "yes ma'am, no it's not." Patient services tried to get the patient to further elaborate but when patient services asked the patient for more detail, such as when this issue began, the patient did not directly answer. They talked about having other medical considerations for them, like having chronic illnesses, having falls, issues with kidneys and diabetes and patient services was unable to collect further information about the issue. The patient stated if it were up to them, they wouldn't have gotten this second device because they didn't want another surgery and didn't want to deal with it "not working" but stated they "didn't have a choice" so they got it. The patient also stated when they were being walked through connecting to their settings "here's what I hate about your device. The little flap (of the wallet) does not stay open. That's the worst feature about it." Patient services was able to help the patient in successfully activating their MRI mode and reviewing their eligibility, so the patient's reason for call was addressed. No further action was taken by patient services. The patient's relevant medical history included the patient reported they'd previously been in the hospital after a fall but they were not in the hospital at this time, that they were out-patient now. The patient stated their house was flooded, they were in a wheelchair, they had covid and couldn't stand up because of it. The patient stated their hcp wanted to do an MRI of their lumbar region to determine why they were falling but the last time they went to get an MRI scan of their neck and head they "freaked out" and wouldn't go forward with the scan. 2023-jan-13 patltr (con): additional information was received from the patient. It was reported that the device not working was clarified to be symptom control. The patient's incontinence level seemed to outpace device at level 5. The patient reported hesitance to keep increasing device level for fear of premature battery depletion. The steps taken to resolve the issue included the patient is now wearing supplemental urethra catheter full time to their satisfaction. Catheter was placed approximately 5 weeks ago. The issue was resolved.